Event description:
The customer reported that the device was used for a laparoscopic nissen procedure. The surgeon attempted to seal the short gastric vessel. A seal was not completed even though an endtone, signaling a completed seal, was heard. The surgeon tried to seal twice more yet, it still did not work. There appeared to be a delivery of energy as steam from the jaws appeared during the seal cycles. The generator's settings were at 2 green bars. An ls1037, ligasure atlas, was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.